Manufacturer narrative:
(B)(4). Exact date of death is unknown.

Event description:
Information was received from a healthcare provider (hcp) via a company representative in (B)(4) regarding a patient receiving intrathecal lioresal (unknown concentration and dose) via an implanted pump. The pump was implanted (B)(6) 2013 and explanted on (B)(6) 2015. It was noted this had been infected some times before and also this time the neurosurgeon needed to explant the pump because of skin irritation and migration of the pump at the pocket. So all the surgeons said that this had nothing to do with the pump. It was further reported after awhile of the explantation the patient got ill and passed away. The patient died and still not at pump failure. They did some skin test on the patient and found nothing at the analyze of infection or titanium test. The device was explanted and had nothing to do with the pump. The date of death was somewhere between (B)(6) 2015 but the exact date was unknown. Other medications the patient was taking at the time of the event was listed as baclofen. What events lead up to the patient's death, the cause of death, and the patient's medical history and concomitant medications were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative indicated the baclofen concentration was 500 mcg/ml (dose 125 mcg/day). Time of rejection of the pump (1.5 year after implant) with skin erosion resulted in removal. He was prophylactically treated with oral baclofen and diazepam. Increasing temperature resulted in suspected sepsis. He was treated with ceftriaxone, but shortly after he developed a heart attack. The cause of death and the conclusion (forensic investigation) was anaphylactic shock to ceftriaxone (allergy to penicillin). Withdrawal syndrome resulted in rising temperature. It was further reported sepsis could not be confirmed. The patient's medical history was 23 years of quadriplegia after trauma and 20 years of intrathecal baclofen treatment.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-11-10, additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the pump was not migrating. The pump was removed because of a "severe non-bacterial inflammation possibly allergic".